Event description:
The customer reported that the devices provide inaccurate co2 readings. One of the nomo's was reading 60's and the other was reading 180's. Both were higher than expected. Expected value was 40's. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.